Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference .

Event description:
Consumer complaint of low blood results. When testing with a competitor's meter, result was 126mg/dl. When testing with the trueresult meter, result was 22mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (22) and the normal result (126) is located in zone c/d. No adverse event reported.

Event description:
Consumer complaint of low blood results. When testing with a competitor's meter, results was 126mg/dl. When testing with the trueresult meter, result was 22mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (22) and the normal result (126) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).